Manufacturer narrative:
(B)(6). This event occurred in (B)(6). (B)(4).

Event description:
The customer complained that a result for 1 patient tested for (B)(6) was calculated to be (B)(6) instead of borderline. It is not known if the (B)(6) result was reported outside of the laboratory. The patient result at 9:15 a.m. Was 0.900 coi on the cobas 6000 e 601 module and was sent to the host as non-reactive instead of borderline. Since the result was sent as (B)(6). The biologist did not rerun the sample to confirm the result based on guidance in product labeling. Product labeling indicates that (B)(6) results do not need further testing whereas a borderline result should be repeated. The sample was repeated at 3:23 p.m. And the result was (B)(6). This result was sent to the host as a borderline result. Both results of (B)(6) should have been calculated as a borderline result according to product labeling. No adverse event occurred. The hbsag ii reagent lot number was 168218. The expiration date was not provided. The investigation attempted to reproduce the customer¿s issue using the same reagent lot number on an e601 module. The e601 module used at the investigation site identified the sample with a value in the borderline area correctly. The customer¿s issue could not be confirmed. All the measured samples produced the correct interpretation during the investigation.

Manufacturer narrative:
A specific root cause for this event could not be confirmed. Additional information was requested for investigation but was not provided. Qualitative judgement of the result is determined prior to rounding the result being provided. The possible result prior to rounding may have been 0.8995-0.8999 coi, resulting in a determination of non-reactive; however, this could not be confirmed as the specific patient sample data was not provided.